Event description:
The account generated a negative architect i2000sr bhcg result of <1.20 iu/l on a patient sample that retested positive at >15,000 and >225,000 iu/l on the same architect i2000sr analyzer. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). To investigate the customer issue, complaint text, the instrument history, the architect system labeling, log-ic graphical information captures, and the architect (B)(4) instrument logs were reviewed. The log-ic did not provide enough data or information to assist in determining the cause of the customer issue. However, the instrument logs did confirm the results received. The logs showed no error code was generated and the fluid aspirations and dispense events were normal during the testing of the sample. The system labeling review showed the architect system operations manual does address erratic results including probable causes and corrective actions. Additionally, review of the architect (B)(4) instrument history showed that no additional complaints have been received involving erratic results. Based on the complaint text, the returned instrument logs, and log-ic graphical information captures, the cause of the customer's issue was not identified, nor was any product deficiency identified. This is the final report.